Event description:
It was reported that the patient presented phlebitis in the right upper limb. Event occurred during patient treatment, in the hospitalization ward.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.